Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification and surface residuals (particles, fibers and ovd residues) were observed on the lens returned which indicate that the unit was handled and prepared for surgical use. Also, a scratch was observed in the optic zone of the lens. Therefore, the device code for scratch was confirmed. Manufacturing records were reviewed and the all lenses were manufactured according to specification. No non-conformance reports (ncrs)/deviations/discrepancies were generated. A search on complaints revealed no other complaints were received for this order number to date. Based on the historical complaint review, analysis of the returned sample, and manufacturing/labeling review, there is no indication of a product malfunction or product quality deficiency. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model ar40e, was scratched during handling but prior to insertion. There was no patient contact. No further information was provided.